Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps instrument broke inside of the patient. The surgeon found the broken pieces and removed the pieces from inside the patient. The procedure was completed.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Review of the provided image is consistent with the alleged complaint that the instrument broke during the procedure. An image was provided of the instrument's batch/lot number as well. The root cause of the failure mode cannot be confirmed without the returned device.